Event description:
Healthcare professional reported a xen®45 gts "slider had a sense of resistance in the middle of pushing the slider which led to a broken implant" during implantation in left eye. Device was removed and surgery was completed with a backup device. No eye injury reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Device analysis: one xen 45 glaucoma treatment system (gts) injector was received with the slider knob of the injector in the start position. A large gap/ separation was observed between both case halves near the needle-end of the injector. The needle hub was observed to be twisted and slightly protruding from the injector. No additional damage was observed. The complainant did not report damage to the injector. Extent to which the injector halves are separated, the needle cover could not have been properly inserted. The condition of the injector is likely due to handling. Damage was observed to the injector. Due to the damage, the injector cannot be actuated; therefore, it cannot be determined if the stent was returned within the injector. An evaluation for the slider resistance cannot be performed since damage was observed to the injector and a functionality test cannot be performed. The slider resistance is unable to verify since a functionality test could not be performed due to the condition of the injector.

Event description:
Healthcare professional reported a xen®45 gts "slider had a sense of resistance in the middle of pushing the slider which led to a broken implant" during implantation in left eye. Device was removed and surgery was completed with a backup device. No eye injury reported.